Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products include: thermocool smarttouch bidirectional sf catheter # 1 (d-1348-05-s/17759192l), carto 3 system and smartablate generator. Concomitant non-bwi products include: st. Jude medical brk transseptal needle; st. Jude medical fixed sheath; st jude medical decapolar inquiry catheter. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation and atrial flutter with thermocool® smart touch® sf bi-directional navigation catheters x 2 and suffered a cardiac tamponade requiring pericardial drain. During the procedure, distal electrode signal interference displayed on the recording system only. ECG signals were clear on the carto 3 system. Catheter cable was exchanged, ic out cable was exchanged, pins (unspecified) were re-plugged, and thermocool® smart touch® sf bi-directional navigation catheter # 1 was exchanged for thermocool® smart touch® sf bi-directional navigation catheter # 2. During post-ablation thermocool® smart touch® sf bi-directional navigation catheter # 2 manipulation, a pericardial effusion was detected. Pericardial drain yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization in the intensive care unit (ICU) as a result of the adverse event to monitor the bleeding. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that the effusion occurred as a result of post-ablation catheter movement in the right atrium. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and catheter manipulation. There were no issues or errors on any biosense webster inc. (Bwi) products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical fixed sheath. Generator was set on power control mode at 25-30 watts with default. Smartablate/smarttouch sf catheter temperature cut-off. There is no further information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set on 2 ml/min during mapping, 8 ml/min during ablation at 30 watts and below, and 15 ml/min during ablation at greater than 30 watts. Patient received multiple doses of heparin during the procedure with activated clotting time maintained in the therapeutic range above 300 seconds. Force was in acceptable range and no excessive force was observed during the procedure. Thermocool® smart touch® sf bi-directional navigation catheter was manipulated in the right atrium where there was also a st. Jude medical decapolar inquiry catheter. The thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors on any bwi products or equipment during the procedure.